Event description:
It was reported that there were discrepancies between the analyser and device measurements. General complaint with model. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.